Event description:
Rn reports patient's minicap transfer set tubing separated from the white twist sleeve and leaked fluid after 4 months of use. The patient was not performing pd therapy at the time. Rn reports patient was administered prophylactic antibiotics and no injury resulted from the incident.